Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that the patient expired approximately one week after the device was implanted. In addition, the daughter indicated the patient "had a spell on tuesday night" and "we don't know if the device did anything". Follow-up investigation revealed that the patient had fallen, and was in asystole when in route to the emergency room via ambulance. No additional details available.